Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated procedure, there were externalized conductors noted and confirmed with x-ray imaging on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.